Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings: the cartridge passed visual inspection with no damage noted to the cartridge. The cartridge was cycled and filled successfully. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
The device has been returned to animas for evaluation. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On 05/04/2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.